Event description:
Additional information received indicates surgery took place on (B)(6) 2022 wherein both leads were explanted and one lead was replaced. Second lead was unable to be placed due to scar tissue. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2021-06629. It was reported that the patient experienced undesired nerve stimulation after maneuvering heavy objects. Imaging revealed both leads had migrated. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.